Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable results for multiple tests. The data for 3 patient samples were provided. Of which one patient had a reportable malfunction for ureal urea/bun (bun), crej2 creatinine jaffé gen.2 (crej2), gluc3 glucose hk gen.3 (gluc3), and ise indirect na, k for gen.2. One patient had a reportable malfunction for gluc3, and ise indirect na, k for gen.2. One patient had a reportable malfunction for ise indirect cl for gen.2. This medwatch will cover the cobas 8000 c 702 module, please refer to the medwatch with (B)(6) for information on the cobas 8000 cobas ise module (double). For patient (B)(6), the patient is a (B)(6) female with a date of birth that was requested but was not provided. For patient (B)(6), the patient is a (B)(6) female with a date of birth that was requested but was not provided. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The results from either the primary tube on the same instrument or the primary tube on another instrument were deemed to be correct. The bun reagent lot was 245762 with an expiration date that was requested but was not provided the crej2 reagent lot was 291877 with an expiration date that was requested but was not provided. The gluc3 reagent lot was 242156 with an expiration date that was requested but was not provided. The initial and auto rerun results were from aliquots processed by a modular pre-analytical system (mpa). The customer believed that this issue was not caused by the mpa. The customer said that they have other instrument lines attached to the same mpa and have had no issues with the other line. The field engineering specialist was unable to determine a root cause. He performed normal instrument checks along with precision testing. The customer ran calibration and qc with acceptable results. The investigation was unable to find a definitive root cause. Upon follow up with the customer, the customer indicated they have had no further issues.